Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 months post op hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: did not had any allergy before essure. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("pain in my right hand"), autoimmune thyroiditis ("problem: hashimotos/autoimmune issues"), tremor ("tremors"), vulvovaginal mycotic infection ("vaginal yeast infection"), bacterial vulvovaginitis ("vaginal bacterial infection"), fatigue ("tired"), discomfort ("uncomfortable"), menstrual disorder ("issues with my cycles"), medical device pain ("essure colil is poking"), nausea ("nausea") and food allergy ("wheat allergy") and was found to have uterine leiomyoma ("found a large fibroid that is on left side where the essure coil is poking"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis, tremor, vulvovaginal mycotic infection, bacterial vulvovaginitis, fatigue, discomfort, menstrual disorder, uterine leiomyoma, medical device pain, nausea and food allergy outcome was unknown and the pain in extremity was resolving. The reporter considered autoimmune thyroiditis, bacterial vulvovaginitis, discomfort, fatigue, food allergy, medical device pain, medical device removal, menstrual disorder, nausea, pain in extremity, tremor, uterine leiomyoma and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: found a large fibroid that is on left side where the eesure coil is poking. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronic vaginal yeast infection, bacterial infection and tremors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: the events "tired", "uncomfortable" ,"issues with my cycles", "found a large fibroid that is on left side where the essure coil is poking", ¿essure colil is poking¿ and ¿nausea¿ were added. Reporter information was added. On 23-mar-2020: fu 7 and fu 8 processed together. On 23-mar-2020: information received via social media. Event¿ food allergy¿ was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 months post op hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("pain in my right hand") and autoimmune thyroiditis ("problem: hashimotos"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and autoimmune thyroiditis outcome was unknown and the pain in extremity was resolving. The reporter considered autoimmune thyroiditis, medical device removal and pain in extremity to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: hashimoto's disease. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 months post op hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("pain in my right hand"), autoimmune thyroiditis ("problem: hashimotos"), tremor ("tremors"), vulvovaginal mycotic infection ("vaginal yeast infection") and bacterial vulvovaginitis ("vaginal bacterial infection"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis, tremor, vulvovaginal mycotic infection and bacterial vulvovaginitis outcome was unknown and the pain in extremity was resolving. The reporter considered autoimmune thyroiditis, bacterial vulvovaginitis, medical device removal, pain in extremity, tremor and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronic vaginal yeast infection, bacterial infection and tremors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.new events bacterial infection, yeast infection and tremors were added.fu 2, 3,4, and 5 processed together. On 20-mar-2020: social media received. Reporter's information added. On 20-mar-2020: social media received. Reporter's information added. On 20-mar-2020: social media received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 months post op hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("pain in my right hand"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pain in extremity was resolving. The reporter considered medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: pain in extremity, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 5 months post op hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: did not had any allergy before essure. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("pain in my right hand"), autoimmune thyroiditis ("problem: hashimotos/autoimmune issues"), tremor ("tremors"), vulvovaginal mycotic infection ("vaginal yeast infection"), bacterial vulvovaginitis ("vaginal bacterial infection"), fatigue ("tired"), discomfort ("uncomfortable"), menstrual disorder ("issues with my cycles"), medical device pain ("essure "coil" is poking"), nausea ("nausea"), food allergy ("wheat allergy") and gastrointestinal scarring ("scar tissue on bowel") and was found to have uterine leiomyoma ("found a large fibroid that is on left side where the essure coil is poking"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis, tremor, vulvovaginal mycotic infection, bacterial vulvovaginitis, fatigue, discomfort, menstrual disorder, uterine leiomyoma, medical device pain, nausea, food allergy and gastrointestinal scarring outcome was unknown and the pain in extremity was resolving. The reporter considered autoimmune thyroiditis, bacterial vulvovaginitis, discomfort, fatigue, food allergy, gastrointestinal scarring, medical device pain, medical device removal, menstrual disorder, nausea, pain in extremity, tremor, uterine leiomyoma and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: found a large fibroid that is on left side where the "essure" coil is poking. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronic vaginal yeast infection, bacterial infection, tremors and scar quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received- new event scar tissue on bowel was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.